Event description:
The user facility reported that the tracheostomy tube was in use with a pt for 1 week when the cuff was observed leaking. No adverse effects to the pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.